Event description:
After an implantation time of 9 months, a helix fracture was reported. Since an explantation of this lead was not possible, it was left in place and a new lv lead was implanted. No deterioration of the pt's state of health was reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the existing production documents. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.